Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint could not be replicated during the investigation. The probable cause is that the downstream occlusion(dso) sensor was out of calibration. The downstream occlusion sensor was recalibrated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was unknown patient involvement, no patient injury was reported.